Event description:
It was reported to philips that the x-rays could not be emitted due to an image storage problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to emit radiation. A review of the system logfiles identified the image hard disk read and write error. Fse replaced the hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.